Event description:
This ra lead was implanted on (B)(6)2001 and remains implanted at this time. A call was placed to technical services on 03/29/2018 stating that this lead's atrial amplitude was low. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).